Manufacturer narrative:
Concomitant medical products: dtba1d4 device, implanted: (B)(6) 2016; 6947m62 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the patient received tachyarrhythmia therapy for atrial fibrillation (af) with rapid ventricular response (rvr) and dual tachycardia. The shock converted the arrhythmia to normal rhythm. It was also noted the right atrial (ra) lead threshold was high, along with intermittent p-wave undersensing during the patient's arrhythmia. The patient opted not to have any programming changes made until after hunting season. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.